Manufacturer narrative:
Visual inspection during the investigation, scratches on the outer housing of the valves, but no significant deformations were determined. Permeability test a permeability test has shown that both valves are occluded. Computer controlled test due to the determined occlusion the valves, a computer controlled test is not applicable. Adjustment test the valves were tested and both valves are not adjustable. Braking force and brake function test the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection after dismantling of the valves, organic deposits were found. Results based on our investigation results, we have determined that both valves are blocked and cannot be adjusted. The deposits visible in the valves led to functional impairments. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus treatment. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus(#fx804t) was implanted on (B)(6) 2022. According to the complainant, the shunt system caused an under-drainage and had adjustemnt difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.